Event description:
A customer reported that it was not possible to see messages on the display of a flogard pump. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump where "it is not possible to see messages in the display" was confirmed via the sample evaluation. The cause was determined to be a broken display printed circuit board. The display printed circuit board was replaced to fix the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: a service history review revealed no previous service events were related to the reported condition.